Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was indicated that the patient received a power on reset (por) error code. The patient reported that they had tried to sync with the implantable neurostimulator (ins) and noticed a call your doctor screen with a por message. The patient noted that they were just implanted with the device on the day of report. The patient was advised to follow up with a healthcare professional (hcp) to have the por cleared using a clinician programmer. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't remember the details, but their daughter was given verbal instructions, which solved the problem.